Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked unspecified medication through the filling port. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: it was further clarified that the leak occurred through the filling port when the cap had not been placed. When the cap or the syringe was removed, the leak was observed. H4: the device was manufactured from november 10, 2021 to november 11, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed which showed the device with fluid inside the bladder, but no evidence of the reported leak at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The fill port is used to fill the bladder with medication and it is protected by a cap after the device is filled with fluid. A leak from fill port does not indicate a breach in fluid path: the end user (patient) does not interface with the fill port during use, and the fill port has a protective cap closing off this element of the device. There is a potential for a delay in initiation of therapy. As this device is not intended for critical/life sustaining medication, the expected harm for delay of therapy is negligible. A pharmacist /clinician filling the device takes special precautions to avoid exposure to medication therefore this event would be unlikely to cause harm. Should additional relevant information become available, a supplemental report will be submitted.